Manufacturer narrative:
Record review revealed no additional information related to the complaint, therefore the probable cause selected is "no problem detected". Correction to the initial MDR in field h10. Additional suspect medical device components involved: model # 3138-35 serial #: (B)(6). Description: lead extension kit 35cm. Model # sc-8216-50 serial # (B)(6). Description: artisan 2x8 surgical lead.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead extension sites. Liquid was coming out from the extension sites. The patient was placed on anti-biotics. The physician was unsure what caused the infection but said nothing happened during the recent implant procedure that may have caused or contributed to the infection.

Manufacturer narrative:
Additional suspect medical device components involved: model # 3138-35, serial #: (B)(4), description: lead extension kit 35 cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead extension sites. Liquid was coming out from the extension sites. The patient was placed on anti-biotics. The physician was unsure what caused the infection but said nothing happened during the recent implant procedure that may have caused or contributed to the infection.